Event description:
It was reported that a "free flow situation" happened. Over the past few days, nurses had an issue with the product when placing it on the alaris large volume pump module. They did not report and "feel" the device was on before programmed. The patient somehow got a bolus of an unknown product due to a "free flow" situation and they are getting a new device and trying old and new tubing to see if they can recreate the problem internally. It was noted that, "pt was ripped out of room and gone" before they thought medication free flow may have been a possibility. It was later noted that the "patient is fine now."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that a "free flow situation" happened. Over the past few days, nurses had an issue with the product when placing it on the alaris large volume pump module. They did not report and "feel" the device was on before programmed. The patient somehow got a bolus of an unknown product due to a "free flow" situation and they are getting a new device and trying old and new tubing to see if they can recreate the problem internally. It was noted that, "pt was ripped out of room and gone" before they thought medication free flow may have been a possibility. It was later noted that the "patient is fine now."